Event description:
It was reported that the patient presented to hospital bradycardic and seizing. The pulse generator was replaced due to premature elective replacement indicator. According to the physician, the device had an estimated 0.75 years remaining longevity in october 2008.

Manufacturer narrative:
Na